Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to get an erection after using the device. The ipp was explanted. No patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to get an erection after using the device. The ipp was explanted. No patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected and functionally, leak tested. No anomalies were found with the pump. The component passed all the tests. Product analysis was not able to confirm the reported device allegation.